Event description:
Due to acute coronary syndrome with electrocardiogram (ECG) changes, elevated creatine kinase mb (ckmb) or positive troponin and last episode of pain less than 24 hours, the patient underwent the index procedure with the deployment of 2 stents, one drug eluting stent, one unknown stent type, to 16-2nd diagonal (diag) and 15-1st diag. Residual stenosis was 30% in 16-2nd diag and 0% in 15-1st diag with post 3 timi flow. The patient received the study medication prasugrel at a dosage of 10mg also on aspirin at a dosage of 75mg. Approximately 4 months post the index procedure, the patient presented to the hospital experiencing a myocardial infarction. The patient presented to hospital with chest pain. An ECG was performed which revealed st depression. The patient's troponin was positive. The patient underwent a repeat pci and insertion of an intra aortic balloon pump (iabp) with the successful deployment of an unknown number of stents in an unknown lesion site. The patient underwent an urgent coronary artery bypass graft (CABG) due to unstable angina under optimal medical therapy. A long lad lesion that was not treated during the first pci procedure was treated. Pre-surgery angiograms revealed no signs of restenosis in the lesions treated during the pci procedure. The patient was discharged from hospital the following day. The event was considered resolved. The event of myocardial infarction was considered life threatening and an event that required hospitalization. In the investigator's opinion, the event of myocardial infarction was considered severe in intensity, not related to the study device and not related to the study procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction). (B)(4).